Manufacturer narrative:
Concomitant medical products: product ID 3023, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID 3966, lot# la1888, implanted: (B)(6) 2002, product type: lead. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 3093-28, lot# j0340389v, implanted: (B)(6) 2003, product type: lead. Product ID 3023, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).

Event description:
An unknown source reported that the patient had some type of traumatic injury at work that caused device dislodgement. This was due to a sudden change on (B)(6) 2015. The patient's health care provider (hcp) ordered an MRI of the patient's l-spine and was not aware that the patient had an implanted sacral nerve stimulation (sns) system. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.